Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was experiencing high blood glucose levels for the past three days. Customer's blood glucose level was 500 mg/dl. The customer vomited. She was taking injections to treat her high blood glucose level. The device was not returned.